Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the instrument was found to be damaged from sterilization. The surgeon used a backup instrument to continue. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) followed up with the customer to confirm that the pulley was broken.